Event description:
After treatment with bovine collagen, the pt's lips were observed to be inflamed and hard with dry skin noted along with one area that was slightly broken. A hypersensitivty reaction was noted and an oral antihistamine was prescribed. Further treatment included two types of antibiotics and a topical ointment. Follow up findings; the pt had a positive skin test last year but did not disclose this to the physician prior to treatment.